Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch diagnostic message. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
(B)(4). Additional information was received on march 8, 2017. There was no patient involvement at the time of the reported condition.

Event description:
There was no patient involvement at the time of the reported condition.